Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per hospital policy.